Event description:
The electrical pin in the handle is bent together and will not stay connected to the active cord. A screwdriver is used to separate the pin's prongs to facilitate connection to the active cord. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the reported used device was not included in the return and a full evaluation could not be performed. Our evaluation of the sealed product from the lot number provided could not confirm the report as described. A visual inspection was performed on the electrical pin and no damage was noted with the appropriate amount of spacing. A snug fit with no abnormalities was noted while checking the connection of an active cord to the electrical pin. Continuity of the electrical pin to snare head was evaluated with an ohm meter and passed. The snare head extended and retracted during handle manipulation. There were no other anomalies noted that could have contributed to the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to damage to the electrical pin. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.